Manufacturer narrative:
Date of event: (B)(6) 2017. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that, a week following the implantation of the redo single lumen tpn catheter in the pediatric patient, it was discovered that the device broke where the catheter meets the hub. The central line was tunneled through the chest and utilized for infusions. The customer had removed the sterile gauze pad in an attempt to gain access to the three-way stopcock when the break was first noticed. When the dressing was fully removed, the hub portion fell off and landed on the ground. The product problem necessitated the removal and replacement of the complaint device with a 7 fr double lumen line in a separate procedure. Additional information regarding the incident has been requested from the customer, but has not yet been provided. The complaint product is reportedly unavailable for return and evaluation.

Manufacturer narrative:
Investigation - evaluation a review of the documentation, drawing, instructions for use (IFU), and quality control was conducted during the investigation. Clinical assessment: hub separation in the catheter could potentially result in an air embolism causing critical harm. At this time, clinical assessment cannot eliminate any possible causes for the breaking c-tpns-7.0d-65-redo such as product handling, patient behavior/mobility, patient environment, catheter maintenance/securement, compatible device, device failure or manufacturing related causes./ the complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Instructions for use - upon removal from package, inspect the product to ensure no damage as occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation - evaluation a review of the documentation, drawing, instructions for use (IFU), and quality control was conducted during the investigation. Clinical assessment: hub separation in the catheter could potentially result in an air embolism causing critical harm. At this time, clinical assessment cannot eliminate any possible causes for the breaking c-tpns-7.0d-65-redo such as product handling, patient behavior/mobility, patient environment, catheter maintenance/securement, compatible device, device failure or manufacturing related causes./ the complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Instructions for use - upon removal from package, inspect the product to ensure no damage as occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.